Event description:
Diagnoses on file: arthropathy in hypersensitivity reactions classified elsewhere and diffuse (eosinophilic) fasciitis per patient, during the last infusion the patient stated that one needle site was not infusing. She did get full dose but said infusion was longer due to less sites working. No missed dose; no ade reported; unknown if device available for return; unknown lot/expiration. No further information known. IV set used to infuse xembify at above dose/frequency reported to (B)(6) by: patient/caregiver.